Event description:
It is reported that the patient is experiencing pain and numbness on leg. The patient is also reportedly experiencing breakouts, rash and water blisters on face. Patient has reportedly been diagnosed with a sever nickel allergy.

Manufacturer narrative:
This report will be amended when our investigation is complete.